Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis and was contained within the outer box carton. Both the outer box carton and the inner pouch were opened prior to receipt for analysis. The tray containing the device was removed from the inner pouch and it was noted that a white substance was present on the tray. During analysis, it was noted that the amount of fm/residue present on the tray inside the sealed package did not meet specification. Fourier transform infrared spectroscopy (ftir) analysis was carried out on samples of the fm and the results were found to be a combination of ipa and glue. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
It was reported that presence of foreign matter was noted. A 16x90/9fr wallstent® endoprosthesis stent was selected for use. However, during unpacking, a white film was noted after removing the outer packaging. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that presence of foreign matter was noted. A 16x90/9fr wallstent® endoprosthesis stent was selected for use. However, during unpacking, a white film was noted after removing the outer packaging. The procedure was completed with another of the same device. No patient complications were reported.